Event description:
It was reported that a trial lead was found to be broken, the lead and extension had been pulled out of position, and the wires were found to be frayed at a procedure to implant a permanent device. The patient noted that therapy stopped working the day prior to the report. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_ext, serial# unknown, product type extension; product ID neu _unknown_lead, lot# unknown, explanted: (B)(6) 2014, product type lead. (B)(4).